Manufacturer narrative:
Additional devices listed in this report: cat # 17-2805, lot # unknown, description: abc alumina c-taper head 28mm, +5mm nk; cat # 6054-0711a, lot # unknown, description: primary secur-fit plus #7/11; cat # 540-11-48d, lot # 90559005, description: trident psl ha solid back 48mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving a trident liner was reported. The event was not confirmed. Method and results: device evaluation and results: not performed, the device was not returned. Medical records received and evaluation: a review of the provided information by a clinical consultant could not confirm the event nor determine a root cause. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain is a known possible adverse outcome of surgery. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient was revised on right hip due to pain.

Event description:
Patient was revised on right hip due to pain.